Event description:
A distributor complaint from france reported that a touchscreen pump had a cracked or shattered screen, rendering it non-functional and unreadable. No information was available regarding the impact on the customer's blood glucose level. The pump was found to start, charge, and be recognized by a computer despite the screen damage, and arrangements were made for the device to be returned for further inspection. A replacement pump was slated to be provided upon return of the defective unit.